Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window and missing segments or partial display due to cracked glass. Unable to perform the displacement test and self-test due to missing segments or partial display.

Event description:
Customer reported via phone call that the insulin pump has a crack coming from the inside. Customer's blood glucose at the time of the incident was unknown. No further details or information available. The device will be returned for analysis.